Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have been an error code generated by the wand 2) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the case, the console was not functioning (not ablating) while ablate was pressed and topaz wands were plugged in. The wands were registering on the display, just the ablate function was not working or lighting up on the display. The patient was on the table, and there was a 30-45 min delay caused and neither one of the topaz wands functioned properly to finish the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.